Event description:
Complainant states that she has pain in her chest, and intermitent fever and nausea since 10/05 and her implants are hard, leaking, and smaller. Complainant had breast augmentation surgery in 1997. Hospital has a breast collapse report available.